Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high pacing impedance. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections were normal with no anomalies found.